Event description:
We have placed an icy heat therapy pad on my mom's shoulder. She complained of a very painful shoulder due to arthritis. We kept it on for the recommended time and when I tried to take it off her shoulder I pulled some of the skin with it. She has 1 second degree and 1 3rd degree burn on her shoulder and the skin was red and swollen around the burns. It has been 3 weeks or more and they are only now forming scabs. It was very painful and I am sure she will have scars for the rest of her life. I am reporting this incident to make you aware of the damage this product caused to my mother, and hope you will act on this so it doesn't happen to anyone else. If needed, I took pictures of her shoulder. Diagnosis or reason for use. Painful shoulder.